Manufacturer narrative:
Additional information: d9, h3, h6 h3. Device evaluation summary: visual and macroscopic inspection confirmed the threads of the set screw have been damaged. The thread crest and flank damage appears to have initiated at the start of the thread, and is consistent around the damaged portion of the thread. The break off portion is still attached and the female torx of the screw has some slight wear/damage. This type of damage is consistent with misalignment of the set screw threads during construct assembly. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Country: (B)(6). PMA/510k: this part is not approved for use in the united states; however a like device catalog # 6430530, 510k # k143375, UDI#: (B)(4) was cleared in the united states. H6: product was not returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the r eported event. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider via manufacturer representative regarding a patient with an indication of lumbar spinal canal stenosis in need of l3-5 tlif and posterior spinal fixation used in spinal therapy. It was reported that during the posterior spinal fixation after the tlif, the screw was inserted, the set screw was temporarily tightened, the l4 was finally tightened, the l3 set screw was loosened a little, and compression was applied between l3 / l4 using the compressor ab. The event occurs with a screw inserted into the left vertebral body of l3. While final tightening by using ab compressor and v4 set screw, there was a rubbing sound of metal. In that state, the set screw did not enter the screw on the left side of l3. The v4 set screw was replaced with a new one and the final tightening was performed  again, but the same rubbing sound of metal occurred and could not be placed, so the final tightening was stopped and it was suspected that there was a malfunction with the set screw. The set screw was removed and replaced with a new product. The final tightening was completed without any problems as usual after replacement. The set screw was deformed at the thread part. There was no delay reported. There were no patient symptomsreported. There were no fragments in the patient reported. There were no further complications reported regarding the event.